Event description:
This report is being filed upon notification from our MFR in (B) (4) of an event that occurred in (B) (6). The pt had a MRI procedure performed on them. The pt rec'd two second degrees burns approx 10 cm by 15 cm that were located on the inner thighs. The burns required medical treatments.

Manufacturer narrative:
The burn was caused by skin-skin contact. Skin-skin burns are a well known cause for rf burns during an MRI scan. The best way to prevent skin-skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. In this case the burn area was rather large and it was mentioned that the pt was sweating between the legs. Also, it was observed that at least one scan had a high sar value. The instructions for use, already contains warnings. I.e., "patients clothing must not allow skin to skin contact. Care must be taken to avoid current loops: place insulating material (e.g. Foam) between and outside the pt's legs to prevent leg-to-leg contact or leg-to-arm/hand contact. There is a risk of burning due to generation of high current loops if the legs/arms are allowed to touch."